Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The eval found the motor to be seizing, which is a known contributor to the reported symptom. The failed motor assembly was replaced.

Event description:
It was reported a spectrum infusion pump was alarming system error 105. It was also reported there was no pt injury.